Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 575 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ceftazidime 1500 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2024. As a result, the patient¿s ceftazidime was discontinued, and the ip vancomycin dose was decreased to 750 mg every 3 days. On (B)(6) 2024, the patient contacted the outpatient dialysis clinic for ongoing abdominal pain and was referred to the emergency room. The patient was formally admitted, and the pd catheter (not a fresenius product) was surgically removed and replaced with a temporary hemodialysis (hd) catheter (not a fresenius product). The patient successfully underwent several treatments while hospitalized and was discharged home on (B)(6) 2024 in stable condition. The patient will be temporarily transitioned to incenter hd therapy for approximately 30-days to allow time for the patient¿s abdomen to heal. The pdrn reported the cause of the peritonitis is unknown, however it was not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient is recovering from the serious adverse events and will complete the remaining antibiotic dose intravenously (IV) during hd therapy.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required antibiotic therapy, hospitalization, the removal of the patient¿s pd catheter (not a fresenius product) and the temporary transition to incenter hd for rrt. The etiology of the serious adverse events is unknown; therefore, causality could not be firmly established. However, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 575 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ceftazidime 1500 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2024. As a result, the patient¿s ceftazidime was discontinued, and the ip vancomycin dose was decreased to 750 mg every 3 days. On (B)(6) 2024, the patient contacted the outpatient dialysis clinic for ongoing abdominal pain and was referred to the emergency room. The patient was formally admitted, and the pd catheter (not a fresenius product) was surgically removed and replaced with a temporary hemodialysis (hd) catheter (not a fresenius product). The patient successfully underwent several treatments while hospitalized and was discharged home on (B)(6) 2024 in stable condition. The patient will be temporarily transitioned to incenter hd therapy for approximately 30-days to allow time for the patient¿s abdomen to heal. The pdrn reported the cause of the peritonitis is unknown, however it was not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient is recovering from the serious adverse events and will complete the remaining antibiotic dose intravenously (IV) during hd therapy.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6)2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 575 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ceftazidime 1500 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6)2024. As a result, the patient¿s ceftazidime was discontinued, and the ip vancomycin dose was decreased to 750 mg every 3 days. On (B)(6)2024, the patient contacted the outpatient dialysis clinic for ongoing abdominal pain and was referred to the emergency room. The patient was formally admitted, and the pd catheter (not a fresenius product) was surgically removed and replaced with a temporary hemodialysis (hd) catheter (not a fresenius product). The patient successfully underwent several treatments while hospitalized and was discharged home on (B)(6)2024 in stable condition. The patient will be temporarily transitioned to incenter hd therapy for approximately 30-days to allow time for the patient¿s abdomen to heal. The pdrn reported the cause of the peritonitis is unknown, however it was not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient is recovering from the serious adverse events and will complete the remaining antibiotic dose intravenously (IV) during hd therapy.

Manufacturer narrative:
Correction: h6 (investigation findings and investigation conclusions).